Event description:
Customer reported a battery out limit alarm. The blood glucose reading was 156 mg/dl. He stated that the alarm occurred during normal use and that he also received a low reservoir alarm during a set change. He was assisted in priming out air bubbles from the reservoir. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.